Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon troubleshooting, the fse found the host pc not powering up due to the failure of the power supply in the pc. To resolve the issue, the fse replaced the host pc and reloaded the software from scratch to the system and reconfigured the system. The defective host pc was returned to philips for failure analysis, and the analysis showed that there was a dos-lan1-rb failure. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.